Event description:
A medtronic rep reported that during a tumor resection case the s7 system froze with a message reading 'localizer not connected error.' The site had been using the system for two hours during the case without issue. The issue was noticed when the rep looked at the screen and noticed a red x-over the camera icon on the navigation screen. He then tried to use the mouse and touchscreen but the system was unresponsive. The rep hard-cycled the system and progressed back into navigation without further issue. The case proceeded as normal and there was no delay in the case or impact to the pt.

Manufacturer narrative:
The error logs were requested, but have not been received by the MFR for eval.